Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and the patient subsequently passed away. On an unreported date, the patient was hospitalized for the peritonitis. The cause of the event was unknown. Treatment details were not reported. On an unknown date, the patient died while in the intensive care unit. The cause of death was unknown and it was not reported if the peritonitis had resolved prior to death or if an autopsy was performed. It was not reported if the dianeal therapy was ongoing until the time of death. No additional information is available.